Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted body fluid contamination in the lead barrels and a hold in the device case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that review of remote interrogation data for this implantable cardioverter defibrillator (ICD) revealed a voltage too low for remaining capacity fault message. The approximate time to explant showed 7.5 years and that pacing impedance measurements had increased a little, but nothing that was felt to affect longevity. Boston scientific technical services (ts) reviewed a copy of device memory and discussed that the fault message was appropriate and did not observed any suspicious faults or resets stored within device memory. The voltage was 3.023 volts and therapy was unaffected. The device hardware was not detecting the loss of battery energy and because of that, the battery status indicators were not reflecting the depletion condition and were considered inaccurate, which, was the reason for the fault. Ts recommended device replacement. An invasive procedure was performed. No additional adverse patient effects were reported.